Event description:
This is filed to report the clip detaching from the anterior leaflet and recurrent mitral regurgitation requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4. A ntw clip (10916r222) was implanted successfully, reducing mr to grade 1. On (B)(6) 2023, the patient returned with recurrent mr grade 4 and the ntw clip had detached from the anterior leaflet (single leaflet device attachment (slda)). A nt clip was implanted medially to stabilize, reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. Mitral regurgitation (mr) appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.